Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the device has not been service in the past 12 months. The previous service repair was dated (B)(6) 2023. Review of the event history log showed multiple system faults, error 41622. The customer's reported problem was duplicated through functional testing. The investigation determined a small screw was accidently dropped inside the pump during a previous repair that caused a constant alarm and blocked the motor from running. The screw was removed, and preventative maintenance was performed. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming error code 41622 as soon as they tried to start the pump. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed multiple system faults, error 41622. The customer's reported problem was duplicated through functional testing. The investigation determined a small screw was accidently dropped inside the pump from a previous repair that caused a constant alarm and blocked the motor from running. The screw was removed, and preventative maintenance was performed. The pump passed all functional tests, and performed as intended after repair.